Event description:
It was reported that during an ablation procedure, blood leaked from the hemostasis valve of the agilis nxt introducer. An ibi injury afocus catheter (reorder 87009, unk lot) was inserted into the agilis introducer while in the pt. When the electrode catheter was removed from the agilis, blood leaked from the hemostasis valve. Since the leaking continued, the agilis was replaced with another agilis introducer. The procedure was completed with the replacement introducer. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). One 8.5f agilis introducer and one 8.5f transseptal dilator were received for eval; no visible anomalies were noted. During the sanitization process, fluid could not be retracted through the syringe used for flushing. Functional testing revealed fluid could not be pulled back through the sideport. The hemostasis cap was removed which revealed the lower half of the two part seal system was lodged in the sheath causing the blockage. Additional investigation revealed the upper seal was torn. Based on the received condition of the returned device, leak testing could not be performed to verify the reported event. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.